Manufacturer narrative:
B3 - date of event: the date of event/procedure will be estimated as (B)(6) 2026. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the lesion in the right leg. The 6.0x120mm supera self expanding stent system (ses) was advanced to the target lesion however the stent was not fully deployed therefore when removing the ses the stent elongated and resulted in the stent being extended up into the sheath and could not be released. The ses was removed however the tip separated upon retraction, leaving the tip trapped on the non-abbott guide wire within the sheath unknowingly. The physician advanced the sheath in the attempt to remove the fc however resistance was encountered therefore a dilator was inserted. At this point distal tip of the supera advanced distal to become visible. The physician attempted to remove all portions of the system and nothing was able to move without force so it was elected to send the patient to surgery. After a cutdown on the right superficial femoral artery (sfa) the physician was able to remove all components, including the fc, sheath and explanted supera stent. No additional information was provided.

Manufacturer narrative:
B5 - procedure description was updated. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported difficulties and the relationship to the product, if any, cannot be determined. However, the subsequent treatment appears to be related to the operational context of the procedure. It is possible that anatomical conditions contributed to the reported difficult or delayed activation (stent); however, this cannot be confirmed. During device removal, interaction with the sheath or accessory devices resulted in the stretched stent and subsequent tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. The 6.0x120mm supera self expanding stent system (ses) was advanced to the target lesion however the stent was not fully deployed therefore when removing the ses the stent elongated and resulted in the stent being extended up into the sheath and could not be released. The ses was removed however the tip separated upon retraction, leaving the tip trapped on the non-abott guide wire within the sheath unknowingly. The physician advanced the sheath in the attempt to remove the fc catheter however resistance was encountered therefore a dilator was inserted. At this point distal tip of the supera advanced distal to become visible. The physician attempted to remove all portions of the system and nothing was able to move without force so it was elected to send the patient to surgery. After a cutdown on the right superficial femoral artery (sfa) the physician was able to remove all components, including the fc, sheath and explanted supera stent. No additional information was provided.